Event description:
The pt had their device repositioned from the left side to the right side of the abdomen. Add'l info was requested from the pt's healthcare professional.

Manufacturer narrative:
(B) (4).